Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller displayed the ¿battery fault¿ alarm after maintenance, despite the battery switch-in being performed using the button at the base of the console. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. On the complaint date, the console was rebooted multiple times, and each time it displayed ¿battery failure (transport connection blown/missing). This confirms the reported failure mode. Likely after the third reboot, when the battery switch was in a disengaged state, the ac power supply was disconnected, leading to an improper shutdown. Subsequently, after reconnecting the ac power, the console was manually rebooted. After this reboot, the console displayed ¿unexpected controller shutdown ¿ alarm,¿ due to an improper shutdown, in addition to the battery failure alarm. Device analysis: this console was tested and the battery switch was in a disengaged state when received. Upon turning on the console, a battery failure alarm was triggered. After engaging the battery switch, the battery failure alarm was resolved. No issues were found with the batttest. Root cause: the root cause of the battery failure alarm was most likely due to the battery switch being disengaged, which was caused by use issue. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27165. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27165 as it is unknown if the initial reporter also sent the report to the food and drug administration.